Event description:
The ge oec 9800 fluoroscopy system had a reported image quality as well as an issue with the power cord.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a damaged power cord that was repaired. The system tracking was verified within specification for the image quality issue. All values related to technique and brightness contrast were within system specification. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.